Event description:
Per the audiologist's report, this patient began experiencing a decrease in performance in 2006. Integrity testing revealed several short circuited electrodes. The device was reprogrammed, but performance did not improve. Her surgeon will explant the device and reimplant a new one in six months later.

Manufacturer narrative:
This type of event is addressed in the device labeling code.